Event description:
The clinic reported that a laser vision correction patient received an overcorrected treatment in each eye. The clinic indicated that the patient was over corrected by +0.5 and +0.75 diopter. And the patient's post op best corrected visual acuity was .7 and .8 (20/30 & 20/25).

Manufacturer narrative:
The system was evaluated by an amo field service engineer and no issues were found that relate to the reported event. The field service engineer found a very small wobble in the beam but the system was within specification. Calibrations were performed to optimize all settings and alignments. All pertinent information available to amo has been submitted.